Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the oral tracheal intubation was connected to the ventilator for assisted ventilation. The cuff was checked for obstruction before intubation but the cuff was found to be leaking after an hour of being in use. The issue caused a delay in treatment and the patient was reintubated.